Manufacturer narrative:
This report is submitted on september 06, 2019.

Event description:
Per the clinic, the recipient had ear discharge after getting implanted in (B)(6) 2017, which was treated with antibiotics. In (B)(6) 2018, biofilm was formed near the device receiver stimulator which was cleared. At that time, there was no issue with electrodes and nrt's revealed normal test results. After clearing the biofilm, the recipient fell down and family reported that the recipient lose hearing. Nrt's were obtained on 2 electrodes after the incident. Surgeon confirmed that electrodes are outside of cochlea. The clinic is planning to get an MRI done to evaluate recipient's cochlea condition. The implanted device remains.